Manufacturer narrative:
Additional information: per the clinic, the patient was prescribed with antibiotics but did not take them. This report is submitted on july 1, 2021.

Manufacturer narrative:
This report is submitted on june 03, 2021.

Event description:
Per the clinic, the patient experienced dizziness and was treated with oral antibiotics and steroids (date and duration not reported).